Event description:
A nurse reported that during several surgeries metal abrasions were visible in patients´eyes. The metal abrasions were not visible at the moment the cut was performed with the phacolance. The particles were visible at the moment when the surgeon used the "utrata forceps" and bimanual handpiece. Additionally, the phaco tips for single use were resterilized before and during the calendar week the event occurred. Since the calendar date the event occurred, the phaco tips for single use were not sterilized anymore and the event about metal abrasion did not occur again. The patients´ impact is unknown. Additional information has been requested but not received to date.

Event description:
All kind of metal residues were removed in the same procedure from the patient´s eyes in all suspected surgeries during calender week 10. Additional information was received from the facility. During the inspection of the washing machine the surgery team found metal dust in the filter of the washing machine. The phacolances can´t be the source of the metal dust.

Manufacturer narrative:
Samples in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).